Event description:
It was reported that during a total knee arthroplasty, the impactor pad broke into 2 pieces when the surgeon was impacting the femoral trial. There was no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - canada. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The complaint was not confirmed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.